Manufacturer narrative:
The device was not available for return.

Event description:
It was reported to nevro that shortly after the trial procedure the patient experienced pain in the right ankle. There were no reported issues during the procedure and the device was never turned on. The physician believed it was a rubbed dermatome. The lead was removed and the patient has recovered without sequelae.